Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient can "feel" the pacing and does not like the feeling. The implantable pulse generator (ipg) will be reprogrammed. Records indicate that the ipg remains in use. No patient complications were reported as a result of this event.